Manufacturer narrative:
E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. H.6 code f1905 was entered incorrectly on the initial report that was submitted. The investigation has been completed and no product was returned for investigation. Major bleeding: gastrointestinal bleed was noted and the treatment was not provided in the clinical details. The cause of the injury was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Infection/ tachycardia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The device history review was completed and the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of the impella 5.5 on (B)(6) 2025. The patient had positive blood cultures for e coli and is receiving antibiotics (abx) currently. Also, on 8/5 the patient had a couple of episodes of v-tach last night when nursing staff attempted to turn patient. No impella related issues overnight. The rn reports that the patient had gastrointestinal bleed (gib) yesterday, endoscopy done at bedside, ulcers noted. Heparin gtt stopped at that time. No further gib symptoms noted; restarted heparin gtt this morning. On (B)(6) heparin stopped due to gi bleed. 2 units prbcs overnight. An endoscopy/colonoscopy done, ulcers shown on coloscopy, gi fixed with fibrin glue. The impella was removed.